Event description:
Procedure type: sleeve gastrectomy. According to the reporter: the stapler came down on the tissue and started to fire. The stapler cracked and a partial staple formation occurred. The device was on a thick stomach tissue. The surgeon clipped and used the endostitch to repair the tissue. A new stapler and reload was opened to complete the case. Minimal bleeding occurred. Possibly, minimal tissue damage.

Manufacturer narrative:
(B)(4).